Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump had a blank display. The customer had taken out the battery and when they put the battery back the insulin pump did not turn on. The customer's blood glucose level was unknown. It was also noted during troubleshooting that the insert battery alarm did not display on the insulin pump after removing the battery. The battery compartment was corroded. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.